Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. The customer reported on (B)(6) 2017 to report the damage and was told to call back if there was another issue. Again, it is failing and the battery is failing now it won't accept a battery. Customer is not using a pump with software version 2.6. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshooting previous occurrence. Advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.